Manufacturer narrative:
Per evaluation findings conducted by the manufacturing site: most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail. Corrective actions will be identified and implemented as part of the ongoing investigation. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during procedure on (B)(6) 2024, the image on screen was flickering with very low brightness. Customer had to use a back-up device to complete the case. There was no patient injury reported.